Manufacturer narrative:
The customer, a biomedical engineer, advised that they were unable to duplicate the reported issue. Physio-control then evaluated the customer's device and was also unable to duplicate or verify the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Additional manufacturer narrative, of the initial medwatch report should indicate: the customer, a biomedical engineer, advised that they were unable to duplicate the reported issue. Physio-control then evaluated the customer's device and was also unable to duplicate or verify the reported issue. As a precaution, physio replaced the keypad elastomer and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they were unable to duplicate the reported issue. Physio-control then evaluated the customer's device and was also unable to duplicate or verify the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was difficult to power on and off. Additionally, there was a service indicator present. No further details were provided about the issue. There was no patient use associated with the reported event.